Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device was not returned.

Event description:
It was reported that implant (bopt6510) was removed. Doctor suspect the internal threads of the implant may be stripped enabling healing abutment to fully seat. As a result, implant was removed. Tooth location 18.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant (bopt6510) and one unknown healing abutment were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the devices were not returned. Pre-existing condition noted on the per was good oral hygiene. The implant had been placed on tooth # 18 when the incident occurred. X-ray or picture images were not provided. DHR review for the lot (2016101525) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2016101525) for similar events and no other complaint was identified. Complaint history review was performed for the lot (2016101525) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified. A definitely root cause could not be identified; however, the probable cause for the reported event is clinician failure to follow recommended protocol for implant placement and final seating or excessive torque applied during placement. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: h4: manufacturer date.